Event description:
A complaint was received regarding a chemolock¿ port experienced no flow during infusion. The following issue was reported by the customer: ¿incident date: (B)(6) 2024. A 27-year-old patient being treated for a relapsed metastatic yolk sac tumor in the mediastinum and brain. On the incident day, the cisplatin bag was connected to the chemolock port, but at the time of the administration, there was no flow, although the chamber has been emptied. Initially, the pump has been replaced, followed by a replacement of the chemotherapy tree, but it was still impossible to administrate the cisplatin. It was then decided to connect the bag to another chemolock port, and the chemotherapy was able to reach the patient. Clinical consequences: delay in chemotherapy administration." The status of the product at the time of the event is during cisplatin administration. The product is available for evaluation. There was patient involvement, the patient was stable, no one was harmed, the patient has received the expected dose, there were no adverse events, there was no blood loss, there were no visible signs of problems, malfunction or defects with the device prior to the incident.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6)1997. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
The following was provided by the customer for complaint investigation: -one used. List #011-cl2100, chemolock¿ port as received, there was no physical damage or other anomalies were observed on the device. The returned 011-cl2100 chemolock was connected to a chemolock injector and gravity primed as per clinical use with no restrictions. The customer complaint of "at the time of the cisplatin administration, there was no flow" was not confirmed during complaint investigational testing. A device history record review could not be conducted because no lot number was identified.